Event description:
It was reported that failure to remove occurred. A sentinel cerebral protection system (cps) was selected for use during a transcatheter aortic valve replacement procedure. The sentinel cps successfully deployed but would not retract through the non-boston scientific (bsc) 6fr radial sheath. The non-bsc 6fr radial sheath accordioned under the tension. Vascular surgery was consulted and it was determined that a cut-down was not necessary. The radial access site was slightly enlarged to withdraw the sentinel cps and non-bsc 6fr radial sheath together as a unit. A new sentinel cps was utilized to complete the procedure. There were no patient complications, and the patient has fully recovered.